Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support due to dilated cardiomyopathy. While on support, the patient was heparin-induced thrombocytopenia positive and was on bivalirudin and no other anticoagulation being administered. The patient also became anuric overnight and required dialysis with -25ml/hr. It was noted that the pump either dives in deep or very shallow even with clockwise and counterclockwise rotation. The doctor attempted to reposition the impella cp. The impella cp was explanted and escalated to impella 5.5.